Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: (B)(4). A different idrive was used. New load only partially fired with proper staple formation, new load was placed and fully fired, next load would stop and go but completed the firing. A third handle was placed on the table and was able to complete the surgery. The rest of the loads would either fire very slowly (firing in slow mode) or would stop and go but all reloads were able to complete the firings. Current patient status: doing well did this result in tissue damage or patient injury ? (E.g. Unanticipated tissue loss, unintended colostomy, laparotomy, re-operation, etc.): no there was no unanticipated blood loss of more than 250cc. There was no delay over 30 minutes. Reinforcement material was used. No tissue damage.

Manufacturer narrative:
(B)(4). This complaint has been found to be a duplicate of (B)(4). Investigation results can be found under (B)(4). This complaint will be voided as a duplicate.

Manufacturer narrative:
(B)(4).